Event description:
It was reported that during the implant procedure, the competitor's guide wire became stuck inside the implanted lead. The lead subsequently dislodged. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.